Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. The actual device was not returned for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were visually in good condition and passed the cannula stiffness test. Moreover, no bending of cannula was encountered during and after activating the sg3 needle using the three methods: finger, thumb, and firm surface. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. We have cannula guide chuck used to hold cannula while placing the needle assembly to the collar to prevent unnecessary movement that could bend the cannula. Lot history files revealed no related nonconformity that would lead to bending of cannula. We have series of inspection on needle assembly and prior shipment of products to check the condition of the assembled needles. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the needle bent when putting the "cover" on the needle. The safety was engaged and clicked into place, however the needle bent at a 90-degree angle and came outside of the safety device. The nurse was unaware of this and when disposing the used syringe, the nurse was stuck by the needle. After the needle stick, the company policy was followed, and the nurse was sent to be tested at an exposure lab. The patient was also notified and was asked to return for testing.